Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 290 mg/dl. The customer did not received a low battery alert prior to the replace battery alert. The customer stated that the battery was previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert without a low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board 2.